Manufacturer narrative:
Event was reported via voluntary medwatch, user facility was not reported and the initial reporter remained confidential. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericardial effusion and low blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farwave catheter was used. Ablation was completed on the left pulmonary veins and when moving the catheter to the right pulmonary veins it was noticed that the patient's blood pressure was dripping, requiring administration of fluid and norepinephrine to the patient. A pericardial effusion was observed on intracardiac echocardiography (ice) and confirmed using transesophageal echocardiogram (tee). The procedure was cancelled. The patient received pericardiocentesis as a medial intervention, then was taken to surgery for a pericardial window procedure. The last known status for the patient was that their vitals were stable. The device is not expected to be returned for analysis.